Event description:
It was reported that the patient experienced urinary retention and erosion following an artificial urinary sphincter (aus) implant procedure. The patient was catheterized to enable voiding. The physician believes that the cuff may have been too small. The aus was removed. A re-implant surgery was further performed to implant a new aus.

Event description:
It was reported that the patient experienced urinary retention and erosion following an artificial urinary sphincter (aus) implant procedure. The patient was catheterized to enable voiding. The physician believes that the cuff may have been too small. The aus was removed and the patient was booked for a reimplantation of a new aus on (B)(6) 2021.